Event description:
It was reported that an air embolism and cerebral vascular accident (cva) occurred. A left atrial appendage (laa) closure procedure was performed. A double curve watchman truseal access system (was) was positioned and a 24mm watchman flx laa closure device was attempted to be implanted. The patient had difficult anatomy, which resulted in a failure to deploy the closure device. The case was abandoned. Following the case, a trans-oesophageal echocardiogram (toe) view of the four chambers of the heart showed small air emboli in the left ventricle. The patient was transferred to the intensive care unit the following day. On an unknown day post procedure prior to discharge, the patient experienced a stroke. The patient was receiving medical care and remained hospitalized.

Manufacturer narrative:
B3: date of event - updated based on additional information received. B5: describe event or problem - updated. H6: patient codes - updated to remove the cva code. H6: impact codes- updated to add an imaging code.

Event description:
It was reported that an air embolism and cerebral vascular accident (cva) occurred. A left atrial appendage (laa) closure procedure was performed. A double curve watchman truseal access system (was) was positioned and a 24mm watchman flx laa closure device was attempted to be implanted. The patient had difficult anatomy, which resulted in a failure to deploy the closure device. The case was abandoned. Following the case, a trans-oesophageal echocardiogram (toe) view of the four chambers of the heart showed small air emboli in the left ventricle. The patient was transferred to the intensive care unit the following day. On an unknown day post procedure prior to discharge, the patient experienced a stroke. The patient was receiving medical care and remained hospitalized. It was further reported that the air was seen only in the right atrium as opposed to what was previously reported. The air embolism was trivial and was noted at the end of the procedure once the closure device was fully deployed and the physician performed a four-chamber view with the toe probe. The closure device did not meet release criteria, and the case was abandoned. The patient did not experience a stroke as opposed to what was previously reported as the symptoms were related to the patient's high level of anxiety. These symptoms occurred approximately 16 hours post procedure, and the patient was fine within an hour of the patient thinking they had a stroke. A perfusion computed tomography (CT) confirmed that there was no stroke seen. No intervention was performed to treat the air embolism as the air was trivial and the patient condition resolved. The patient was discharged home with no further complications.